Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of the investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Called to the bedside to look at the PICC insertion site as bedside nurse noted that the dressing was soaked and tpn/lipids leaking out. Dressing removed and noticed that there's a break at the hub of the catheter. PICC removed and md was notified.

Event description:
Called to the bedside to look at the PICC insertion site as bedside nurse noted that the dressing was soaked and tpn/lipids leaking out. Dressing removed and noticed that there's a break at the hub of the catheter. PICC removed and md was notified.

Manufacturer narrative:
We received one catheter as a sample. Examination of the returned sample showed that the catheter was shortened in length at its 16 cm marking. As the customer claimed that the catheter was leaking at the hub, we examined the junction of the catheter with its fixation wing. We found that the catheter was leaking at the junction of the catheter and the fixation wing. The catheter was partly torn out of the fixation wing. The surface of the fracture plane is rough, which is a typical sign for a high tensile load applied to the catheter. From previous complaints we learn of various possible causes of a tensile fracture: dressing change in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care when lifting the baby to change bedding. Movement the baby themselves catching the line, normally with a foot, during movement. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. We received nine similar complaints for batch 8134052 and nine further complaints regarding a leaking catheter tube at the junction on code 4g07125203 within the last three years. None of them were related to manufacturing defects. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing fault.